Event description:
Cook (B)(6) reported for the customer, "on (B)(6) 2013, the device was implanted in the left brachium to give anti tumor drugs." "On (B)(6) 2013, when saline was injected with a huber needle the pt complained about pain and inflammation in the brachium was revealed. Through the incision, it was confirmed that the catheter was missing and there were only the port and locking sleeve remained. Fluoroscopic examination showed that the catheter was migrated to the heart. Then, the migrated catheter was retrieved by the device inserted from the left femoral artery. The port was also retrieved though, it has not been determined if a port would be implanted again or not at a later date." There have been no adverse effects to the pt reported.

Manufacturer narrative:
Results/conclusions: refer to additional info page 3 for quality engineering evaluation. A mini titanium vital port was returned along with a catheter lock and a length of catheter (approx 35 cm). The catheter and catheter lock were not attached to the device upon return. The suture holes had been used by the customer. Measurement of the catheter and components determined that all items were manufactured to specification. A visual inspection of the catheter revealed no signs of leakage or breakage. No signs of bruising were noted at either end of the returned catheter. A review of complaints from the beginning of 2011 shows an occurrence rate of (B)(4). The catheter was manufactured to cvi specifications and no signs of wear or breakage were noted. There are no signs of bruising at either end of the catheter, indicating the catheter was not properly connected. It is suggested that the customer review the IFU for proper catheter attachment over the outlet tube using the catheter lock. (B)(4).